Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system onsite and confirmed reported issue. Upon troubleshooting, fse found that the cbct and rcd panels had tripped and after investigation it revealed a malfunction in the 120 kva three-phase ups system. To resolve the problem, fse coordinated with the ups service engineer to rectify the fault. After correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.